Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2023 for wearable with serial number (B)(6). However, wearable with serial number ni was returned for evaluation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was not performed as pairing code was not available. A review of the share logs was performed and signal loss was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.